Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strip vial returned empty - unable to test. Most likely underlying root cause mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 417 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer; customer stated he did not have test strips. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/22/2018 and open vial date is 01/15/2017. Based on strip open date provided of 01/15/2017, customer's strips are expired - at the time of the call they are four months past the date first opened. The meter memory was reviewed for previous test result history: the 219mg/dl (B)(6) 2017 08:31 am fasting:yes, the 286mg/dl (B)(6) 2017 07:49 am fasting:yes, the 230mg/dl (B)(6) 2017 08:23 am fasting:yes, the 269mg/dl (B)(6) 2017 08:51 pm fasting:yes, the 278mg/dl (B)(6) 2017 08:32 am fasting:yes. Memory concerns:417mg/dl fasting. Customer states he does not have test strips and could not run a back to back test.